Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was rising, the impedance trend on the rv (right ventricular) defibrillation coil was variable, the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, the impedance trend on the svc (superior vena cava) defibrillation coil was rising, and the impedance trend on the svc (superior vena cava) defibrillation coil was variable. Right ventricular defib impedance over 230 ohms by (B)(6) 2015. Right ventricular defib impedance varies considerably from less than 50 to greater than 220 ohms between (B)(6) 2015. Right ventricular defib impedance varies considerably from less than 50 to greater than 230 ohms between (B)(6) 2015 svc defib impedance 220 ohms by (B)(6) 2015 though variable, overall rv defib impedance trend is generally rising. (B)(4).

Event description:
It was reported that a high voltage impedance alert sounded for the right ventricular (rv) lead. On both the rv and superior vena cava (svc), the high voltage impedance was spiking up to a high impedance and then dropping down to normal impedance. It was noted that the impedance trend showed peaks which were increasing over time. The physician turned off the lead alert alarm as a result. It was noted that previously, three high voltage impedance alerts sounded, but readings and a chest x-ray were normal so the patient was monitored. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the proximal segment of the lead was returned and analyzed. The rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. The superior vena cava (svc) cable continuity test was passed electrically and the rv cable test result failed. Visual inspection was performed using destructive testing and a fracture was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.